Event description:
It was reported, a doctor at (B)(4) notified, the patient her leads were malfunctioning in (B)(6). The patient went in once for a check at the va however, she still received therapeutic relief and it had been very effective. It was believed, the lead malfunction may have resulted from a fall but it was unknown exactly what happened. It was noted, the patient was in the military. The patient wanted to wait until her battery was replaced to see if they should fix the leads or not. It was reported, the doctors disabled the malfunctioned leads and found a program that was effective. The event occurred following a fall; details of the fall were unknown, however, the patient had had multiple falls. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v398989, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).